Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has a broken shell, a dark ring, missing shell, red particle material was found on the shell and in the gel, and creases. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified a sharp crease break and a smooth crease break. .(both patterns are observed near and on the same edge). Based on the device analysis, the final assessment is a sharp crease and smooth crease edge break on the anterior side assessed as a fold flaw opening, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade unknown. Device has been explanted.